Manufacturer narrative:
(B)(4).

Event description:
Hcp (health care professional) reported that she may have filled with 2000mcg/ml instead of 500mcg/ml of the drug approx 24 hours ago. It was stated that the pump was programmed to infuse 500 mcg/ml at 400mcg/day. Pt reported lethargy.